Event description:
The customer indicated that a false negative reaction was obtained with one proficiency sample using mts anti-igg card lot # 020907001-24, while performing compatibility (crossmatch) test. Erroneous test results were not reported, as the testing was related to proficiency sample.

Manufacturer narrative:
A possible root cause was determined. The customer used the 3% red cells without diluting (0.8%) and resuspending the cells in the appropriate diluent as instructed in the gel card IFU. Repeat testing using the same lot of gel cards and the correct suspension of the red cells showed acceptable results. Variations in red blood cell concentration can markedly affect the sensitivity of test results. Gel card malfunction could not be identified. User error (e.g., improper test preparation) could not be ruled out as a contributing factor. T. A complaint review indicated no other complaints were logged against lot # 020907001-24.